Event description:
It was reported that the right ventricular (rv) lead had perforated the patient's heart. The perforation was confirmed via an x-ray image. The lead was explanted. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that the right ventricular (rv) lead had perforated the patient's heart. The perforation was confirmed via an x-ray image. The lead was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.